Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified and 90% stenosed distal left anterior descending artery. A stent was implanted and a 2.5 x 8 mm nc trek was being used for post-dilatation when the balloon ruptured at 20 atmospheres. During prep no resistance had been felt during removal of the protective sheath and the balloon was prepped outside of the patient and rinsed with saline. A new 2.5 x 8 mm nc trek was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Above rated burst pressure it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. It should be noted that the nc trek rx instructions for use (IFU) warns: balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no indication of a product deficiency.